Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast prosthesis implantation surgery with two 440cc mentor memoryshape breast implants, suffered breast implant rupture on the left side. It was also reported that the patient has developed late onset seroma in the left breast. The seroma fluid was sent for pathology evaluation. At this time, the results of the pathology report have not been provided. It was also reported that the patient has developed capsular contracture in both breasts (baker grade unknown). As a result, the implants were removed bilaterally, a left breast capsulectomy and right breast capsulorrhaphy were performed on (B)(6) 2021. Lastly, the implants were replaced with the following: (left) 500cc mentor memorygel breast implant catalog: smhx500 lot: 9603203 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: smhx500 lot: 9602775 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant has been reported under mrn: 1645337-2021-10860.